Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs and performed the pre-fill test. The reservoirs passed per inspection and no air bubbles anomaly was found during analysis. Checked o-ring/stopper groove for defects and none was found. Inspected snap-cap and septum for anomalies and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with air bubbles in their tubing and reservoir. No further information provided.